Event description:
It was reported that the temperature target did not reach to cool and to heat . There was a temperature problem in cooling and reheating. Per review of wo on (B)(6)2024, device was used on patient and therapy ended manually. Per follow up information received via email on (B)(6)2024, the device was sent in for a bd-approved facility for evaluation. In transit with the carrier. Repair was not yet started. With original device using manual mode to reach targeted temperature. No impact to the patient. Per investigator notification received via task on 19mar2024, it was reported that the during depot repair findings, level sensor was found cracked and complaint against the temperature cable (735-02) that the temperature cable was damaged.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue could not be reproduced during evaluation. A DHR review is not required as the reported event is unconfirmed. The labeling review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected